Event description:
It was reported that during deployment, the physician experienced a suture lock up; the suture would not release when the suture release button was pressed. The physician cut the sheath and deployed the device manually and hemostasis was achieved. The pt complained of flank and back pain and was brought back to the cath lab. Access was obtained from the left groin and angiographic findings revealed nothing suspicious at the site of the device. The CT scan confirmed a retroperitoneal hematoma. The physician though that it was due to the angio-seal device, but believed that he possible knocked the side branch of the artery or that he stuck the posterior part of the common femoral artery. The pt has recovered.

Manufacturer narrative:
No product was returned. Preview of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) precautions state that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal device instructions for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.